Manufacturer narrative:
Device evaluation: the visual exterior inspection showed no physical damage. Cycler passed valve actuation test. Cycler passed system air leak test. Cycler passed load cell verification. Cycler passed patient sensor calibration. Cycler passed 8500 treatment. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. Cycler passed 8500 treatment with patient bag weighed after every fill. The cycler weighed fill volume values were within tolerance.

Event description:
Pdrn stated that patient has peritonitis with persistent abdominal pain. Patient changed to continuous ambulatory peritoneal dialysis during antibiotic therapy. Upon follow up with the patient's nurse, it was reported that the patient developed peritonitis because she wasn't wearing a mask. The nurse stated that the organism cultured was corynebacterium pseudodiphtheria. The nurse stated that the patient was treated outpatient with an unspecified antibiotic. The peritonitis has since resolved. The patients dob is (B)(6).

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty cycler and cycler set. There is, however, no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no report of a malfunction or leak associated to this event. Per the pdrn, the patient did not follow aseptic technique by not donning a mask during treatment setup. This is demonstrated through the culture results for corynebacterium pseudodiphtheria, a normal inhabitant of the anterior nares and skin.

Event description:
Pdrn stated that patient has peritonitis with persistent abdominal pain. Patient changed to continuous ambulatory peritoneal dialysis during antibiotic therapy. Upon follow up with the patient's nurse, it was reported that the patient developed peritonitis because she wasn't wearing a mask. The nurse stated that the organism cultured was corynebacterium pseudodiphtheria. The nurse stated that the patient was treated outpatient with an unspecified antibiotic. The peritonitis has since resolved. The patients dob is (B)(6) 1989.